Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 1. Concurrent conditions included hypertension, obesity, migraine, adjustment disorder and low back pain. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (she had surgery to remove the essure implant.). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, fatigue, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she need additional surgery. Per mr: (B)(6) 2011, she experienced postsurgical ovarian failure. On (B)(6) 2013, she was still suffering from migraine, headache. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion . ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, pelvic pain, migraine headaches." Most recent follow-up information incorporated above includes: on 13-jun-2018: this case is medically confirmed. The reporter information was added. This case concerns adult patient. Her historical and concurrent conditions were added. Lab data was added. Essure insertion and removal date was added. Indication was added. Following event: fatigue, abnormal bleeding (vaginal/menorrhagia), migraines/headaches, nausea, dysmenorrhea (cramping) and dyspareunia (painful sexual intercourse) were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery to remove the essure implant. In (B)(6) 2010. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). The reporter commented: she need additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.